Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the error code e05 (backup data abnormal) was found in the error log of the device upon return of the device for annual maintenance. There was no procedure or patient involvement. The cause of the error code could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during preventative maintenance of the high flow insufflation unit, error code e05 (backup data abnormal) was observed. There was no patient or procedure involvement.